Manufacturer narrative:
Evaluation of the returned packing coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced during advancement and the device may not be advanced out of the introducer sheath. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then the packing coil lp was able to advance through its introducer sheath without an issue. Further evaluation of the device revealed kinks throughout the length of the pusher assembly. This damage was likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a packing coil lp. During the procedure, the packing coil lp would not advance at all past its initial position within its introducer sheath. Therefore, the packing coil lp was removed. The procedure was completed using a new packing coil lp. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.